Event description:
Patient implanted with cervical spine locking screws at c5-c6 for degenerative disc disease. On a follow-up visit, x-rays showed two broken screws. Patient did not fuse. Surgeon revised patient to syncage-small and vectra. This is two of two reports on this event.

Manufacturer narrative:
(B)(4). Additional information has been requested. Investigation is ongoing. No conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.